Event description:
Tab on top is cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was unable to confirm the reported event, however the tabs on the returned hp mbt cem keel punch are worn and show signs of heavy usage. A search of the complaints databases has identified a trend of this issue. Previous investigation has found misuse, heavy usage over time as contributing factors. (B)(4) was initiated to investigate, identify root cause, and define corrective action. A voluntary medical device correction notice was released to the field on november 20, 2013 which included information regarding guidance for the instrument¿s use and care, as well as potential clinical implications if the tabs were to fracture. Continue to monitor for trending. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.